Event description:
Customer reported a malfunction on the pump, which was indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and provided instructions on using the replacement, including using a g7 sensor and placing the old pump in storage mode before return. The customer agreed to return the faulty pump within 10 days using a pre-paid label and confirmed their understanding of delivery details and required actions upon receiving the new device.